Manufacturer narrative:
(B)(4). Batch # p55x0u. Device evaluation: the analysis results found that an ec60 device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: a picture of the sample was received for analysis. Upon visual inspection of the picture, it shows an ec60 device with the packaging material partially open, apparently, the seal region on the blister appears to be complete showing a complete seal. The photos do not provide enough evidence to determine root cause.

Event description:
It was reported that before use on the patient, opened the outbox, found the sterile packing was opened as the photo shows. Another like product was used to complete the procedure. There were no patient consequences reported.